Event description:
It was reported that there was an alert on the right ventricular (rv) lead. The lead had oversensing, an episode of high pacing impedance and a possible fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d384trg implantable cardioverter defibrillator, (B)(6) 2011; 559453 implantable pacing lead, (B)(6) 2011; 419678 implantable pacing lead, (B)(6) 2011. (B)(4).